Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion failed - too sensitive, detect at 4.21psi" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple events of "downstream occlusion!¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. The force sensor will be calibrated per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion at 4.21 psi (pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.